Event description:
It was reported that one day post implant, a chest x-ray revealed that the atrial lead dislodged and was in the right ventricle. The atrial lead was repositioned. One day post lead revision, the atrial lead was explanted and replaced. During the atrial lead replacement procedure, the replacement lead would not adhere to the atrium. The replacement lead was removed and a different atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable cardioverter-defibrillator 2013 (B)(6); 4296 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the distal conductor of the lead was extrinsically over-rotated and extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.